Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke and a component disengaged into the pt's cavity. The surgeon was able to retrieve the component and complete the procedure. The hosp has reported no pt injury occurred.